Event description:
It was reported via literature article that two flow limiting flap/dissections occurred after balloon angioplasty. A two-center retrospective investigation of 18 patients with flush superficial femoral artery (sfa) chronic total occlusion (cto) undergoing retrograde popliteal artery (pa) revascularization at two endovascular centers in north india between january 2017 and december 2018. All the patients had critical limb ischemia (cli) and flush sfa cto with ostial involvement. After successful crossing of the cto in the sfa, mustang pta balloon catheters were placed, and angioplasty done retrogradely from the popliteal access site itself with inflation at nominal pressure for 2 min. 5f compatible non-boston scientific self-expanding peripheral stents were deployed in the event of suboptimal angioplasty or flow limiting flap/dissection (2 patients each).

Manufacturer narrative:
Singh a, prakash n, kumar n, jain ap, verma r, krishna v. Retrograde popliteal approach for endovascular revascularization of flush superficial femoral artery chronic total occlusion: a two-center experience. Indian j vasc endovasc surg 2021;8:42-7. Date of event estimated using beginning of retrospective investigation that took place between (b)6) 2017 and (B)(6) 2018.